Event description:
It was observed during the device inspection, the flex deflectable videoscope exhibited that the adhesive part of the objective lens had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "glue of the objective lens peeled off" malfunctions would likely be related to stress of repeated use, external factors, or handling. The suggested event can be detected and/or prevented by handling in accordance with the following section of the instructions for use: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.